Event description:
Silimed oval/round double chamber tissue expander was implanted in 2007. On two days later, a partial deflation of the posterior chamber of the tissue expander was observed for the right breast. As a result, the tissue expander was explanted on the next day and replaced with a new silimed tissue expander.

Manufacturer narrative:
A review of manufacturing records shows that the implant met all the specifications at the final inspection. After the problem occurred, the device was inspected by the MFR and no technical abnormalities were observed. The implant shell presented a small hole, located in the smaller chamber near the valve and a tear measuring 0.7cm, near the border. Valve function and integrity testing met all specifications, indicating that the valve of the expander did not leak. The result of the analysis and the customer's info were not enough to explain what might have caused the problem. However, holes and tears of similar characteristics can be caused by injection needles, when fluid is injected into the tissue expander if the operator misses the injection port. Note: this complaint was reviewed in connection with a review of the complaint files undertaken when investigating a recently received complaint (report #1651189-2008-00007), and was determined to be MDR reportable.